Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that a right ventricular (rv) lead safety switch (lss) alert occurred on this pacemaker. High pacing impedances were trending greater than 2000 ohms. Noise resulting in oversensing and 2 seconds of pacing inhibition, were also observed in stored episodes. The lead was programmed to unipolar pacing and bipolar sensing, sensitivity was lowered and the minute ventilation feature was programmed off. This patient will continue to be monitored. No adverse patient effects were reported.